Event description:
The customer reported that during first time use of this tendon stripper to harvest the graft for an acl reconstruction of the left knee, the tip detached. The tourniquet on the knee was released while an x-ray was taken to locate the missing tip, and following the surgeon made a second incision to retrieve the tip from the surgical site. This process of locating/removing the tip resulted in a one hour delay in the procedure. The tendon was harvested using another tendon stripper and the procedure was completed as intended.

Manufacturer narrative:
Investigation results: to date, the device has not been received for eval. A follow-up report will be sent upon receipt of the device and completion of an investigation. The surgeon reported that the pt's tendon showed signs of scar tissue and was difficult to remove with both tendon strippers.